Manufacturer narrative:
The customer was able to troubleshoot the leak. The customer cleaned the probe wipe housing, which repaired the leak. The repairs were verified by the customer. (B)(6).

Event description:
The customer reported a leak from the coulter act diff 2 analyzer. The volume of the leak was about 2 cc and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.